Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that their ins "broke apart" during replacement. The patient reported that their healthcare provider (hcp) intended to place their ins on the same side as their old system, but couldn't due to the old ins breaking. Patient stated that they now have abandoned product, and that they are a "hot mess" documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated information about how the last device fell apart and that the surgeon left part of the wire in the patient's body and that the surgeon placed the wire on the opposite side even though patient stated they didn't want that to happen and no one from the patient's family approved. Patient reported that the surgeon said that the wire that was left in wouldn't cause a problem regarding having an MRI, however said that they received another opinion and was told that there was a wire left in the body from the previous implant, had an x-ray done and the wire was seen however they weren't able to confirm whether that would affect ability to have MRI.